Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2025, during PICC maintenance at the hospital, the client observed fluid leakage at the puncture site while flushing the catheter to assess its functionality. The operator then systematically examined the catheter, gently withdrawing it while flushing. Ultimately, fluid leakage was detected approximately 2.5 cm from the puncture site, confirming a rupture at that location. As the patient required continued treatment, a new PICC catheter was reinserted. The catheter was secured in a u-shape outside the patient's body using a large dressing pad; no s-lock was used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed an implanted catheter. Fluid was observed to be leaking from the insertion site in the video. No details of the leak site could be seen in the returned video, and there were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.